Manufacturer narrative:
Section d information references the main component of the system. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that a patient had 3 urinary tract infections (uti's) in (B)(6) 2016 and had been undergoing treatment for those. The hcp had limited information as the patient was dealt with at another office. They were not sure if the uti's were related to the device or not, but mentioned the patient was implanted for urge incontinence and not retention. There were no falls or traumas related to this issue. During the report, the hcp inquired about an end of service (eos) they saw on the clinician programmer. It was reviewed that at eos, the ins is off and not delivering therapy and will need to be replaced. The hcp also inquired about the use of diathermy, massage, and e-stim for pain. Compatibility information was reviewed. The hcp mentioned needing a new manual as that had all the information about the interstim. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.